Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k014123. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 sire kit that bacterial contamination was observed. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary mgit 960 sire supplement kit batch 3269175 is composed of mgit 960 sire supplement batch 3137950, mgit 960 streptomycin batch 3237606, mgit 960 isoniazid batch 3214673, mgit 960 rifampin batch 3214674 and mgit 960 ethambutol batch 3214675. The batch history record reviews for the kit and each of its components were satisfactory per internal procedures. The complaint history was reviewed, and no other complaints have been taken on this kit batch or any of the components. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). For this product, retention samples are maintained as individual components and no complete cartons were available for inspection. Retention samples were inspected for sire supplement batch 3137950 (10 vials), isoniazid batch 3214673 (12 vials) and ethambutol batch 3214675 (39 vials). There was no contamination observed the inspected retention samples. For further investigation 12ml each of sire supplement from batch 3137950 was used to reconstitute isoniazid (2) and ethambutol (2). The reconstituted isoniazid had a clear pale yellow appearance. Reconstituted ethambutol had a clear faint yellow appearance. One reconstituted vial of isoniazid, one reconstituted vial of ethambutol and the remaining sire supplement vial were placed into a 20-25 degrees celsius incubator and one reconstituted vial of isoniazid, one reconstituted vial of ethambutol and the remaining sire supplement in the vial were placed in a 33-37-degrees celsius incubator. At 5-day incubation period, no growth was observed in incubated retention vials. There were no photos nor returns received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 sire kit that bacterial contamination was observed. There was no health impact or consequence reported.